Manufacturer narrative:
D10: 320-42-13 - eq re 42mm humeral const liner +2.5: (B)(6), 320-10-00 - eq rev tray adapter plate tray +0: (B)(6), 320-02-42 - rs exp glenosphere 42mm, +4mm offset: (B)(6), 320-15-01 - eq rev glenoid plate: 57: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a patient, who had a rtsa, underwent a revision procedure. The study indicated a possible loose stem. Aseptic humeral loosening. Unlikely related to the device or the procedure. The surgeon removed the standard humeral stem. The outcome states resolved. No further information.